Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was in the hospital last night due to low blood glucose. Customer stated that this is the third night in a row that she has been in the hospital. Customer stated that she woke up with blood glucose in the 40's mg/dl. Customer stated that she took a shot and is in bed. Customer stated that the doctor says she is getting too much insulin at night without eating. Customer declined to troubleshoot for low blood glucose and requested to speak to (B)(6).